Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, while the surgeon was morcellating, the surgeon tugged on the device and the cpc connector broke off. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Damage to drive connector or coupling - the product upon which this medwatch is based is has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.